Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had a motor error alarm during basal. The customer stated that the insulin pump would not rewind. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.